Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Although requested, patient demographics were not provided.

Event description:
It was reported that the tubing is coming detached right below the silastic portion of the tubing. The tubing has been separating from the slide clamp (not the roller clamp) connected to the blue part about 3 feet below the drip chamber. The first event was with lactated rings (l r) going onto the floor from a poorly connected tubing. Several packages were opened and it took very little pressure to cause the tubing to disconnect from that same area. There is no patient harm. Although requested, patient demographics were not provided.

Event description:
It was reported that the tubing is coming detached right below the silastic portion of the tubing. The tubing has been separating from the slide clamp (not the roller clamp) connected to the blue part about (3) feet below the drip chamber. The first event was with lactated rings (lr) going onto the floor from a poorly connected tubing. Several packages were opened and it took very little pressure to cause the tubing to disconnect from that same area. Although requested, patient demographics were not provided. It was further confirmed during follow up, that there was no delay in patient care, and no patient harm or impact as a result of this event.

Manufacturer narrative:
Additional information added; section; b.5. (Patient information clarified/detailed). The customer¿s report that the tubing separated was confirmed. The set was visually inspected for obvious damage such as incomplete bonding engagements, cracks, kinks, holes, and tears in the tubing and its components. Visual inspection of the set noted separations on both sets were at the engagements of the lower and tubing components. No other damage or issue was observed. Examination under magnification of the separated tubing end observed insufficient to no solvent. The negative trap condition was not observed in the lower fitment. Both the tubings outer diameter was measured to be within specification(s). Further handling/tug of both sets tubing engagements observed no separations or issues. The root cause was identified as insufficient/lack of solvent being applied at the affected engagement due to equipment and/or operator error.